Manufacturer narrative:
Initial reporter address: (B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified folfusor was leaking from an unspecified location. It was observed that a few drops of medication dripped from an unspecified location of the device. This was observed during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.